Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Event description: information received via sales representative by email on (B)(6) 2018: the surgeon told me that in both cases ((B)(4)) the patients have been quite young and so the tissue was very tight. Surgery was on (B)(6). At the beginning of the procedure the surgeon wanted to insert the trocar. During insertion he noticed that there was something wrong. He pulled back the trocar and noticed that the plastic was broken at the tip. A photo showing the damage is attached to this mail. He put away the trocar and took another one. Patient status is ok. This trocar can be picked up for inspection. Patient status: ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. Based on the condition of the returned unit and the description of the event, it is likely that the tip fracture was caused by force applied on the tip during insertion and/or contact with an instrument during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible material/process enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: unknown. Information received via sales representative by email on 17august2018: the surgeon told me that in both cases (2018-0919 + 2018-100146) the patients have been quite young and so the tissue was very tight. Surgery was on (B)(6). At the beginning of the procedure the surgeon wanted to insert the trocar. During insertion he noticed that there was something wrong. He pulled back the trocar and noticed that the plastic was broken at the tip. A photo showing the damage is attached to this mail. He put away the trocar and took another one. Patient status is ok. This trocar can be picked up for inspection. Patient status: ok.